Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Analysis was unable to verify battery out limit alarm due to button error alarm.

Event description:
The customer reported via phone call that they received a button error alarm and buttons were working intermittently. The customer's blood glucose was 260 mg/dl at the time of incident. The insulin pump was returned for analysis.